Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had lost power and moisture was observed in the battery compartment. The reporter noted no damages to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: on investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found records of pump reboot a day before the complaint date. Returned battery cap was unable to fully tighten but was able to maintain electrical contact to allow the pump to power up to the verify screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Related to the complaint, evidence of moisture intrusion was found in the battery compartment and under the battery cap. The threads on the battery cap and the battery compartment were found to be damaged. Battery compartment cracks were found in the threads area and below the grip pad. A battery compartment leak was found during a leak test. Pump casing was opened and addition evidence of moisture intrusion was found on the transceiver board. Unrelated to the complaint, the display was found to have a pinkish contrast. In addition, the connector wire to the transceiver board was damaged.